Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins flipped in the pocket in april, the physician performed a revision of the pocket with a suture, however, the ins was still flipped. It was unknown what led or contributed to the issue. No actions/interventions were taken. The issue was unresolved at the time of the report.